Manufacturer narrative:
The insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads with minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.